Event description:
It was reported that the patient had increased left-sided tone and experienced acute baclofen withdrawal. The hcp was unable to aspirate csf from the pump side-port. There was a catheter kink/occlusion noted. The catheter was explanted and not replaced. The patient's pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Continued from d11...programmer model 8840, lot# unknown, h3 - the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: eval code method, code-result, and code-conclusion were updated. Device codes and patient codes were updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) and consumer indicated the patient was at a bookstore just before christmas and she was having a lot of clonus and spasticity. The patient couldn¿t lift her leg, which felt like a rock. The patient couldn¿t move. She called her doctor who told her to go to the emergency room. The patient experienced baclofen withdrawal which consisted of awful itching and tensing up. The patient's pre pump history included a stroke at age 41, a blood clotting disorder, and craniectomy. No further complications were anticipated/reported.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. H6: final pump analysis revealed no anomaly found - normal device function. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information: it was later reported that the event was related to the kinked catheter; "kink between securing flange and connector". The catheter was revised 12/23/09. The patient had experienced hypertonia and pruritus. The pump was used to deliver baclofen. The patient outcome was "no injury".